Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Device received with a front cover that has deep scratches. The pole clamp is discolored. The inside of the water tank there has some contamination. Functional testing was not able to verify the complaint. Device performed as designed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Replaced front cover and pole clamp. Performed preventative maintenance. Changed o-rings and reservoir gasket. Calibrated the device.

Event description:
It was reported that the line gets air bubbles and seems to stop pumping. Repeats even after clearing bubbles. Patient involvement unknown.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.